Event description:
It was reported that the pt underwent pelvic surgery in 2004. Post operatively, the pt developed a urinary tract infection. Antibiotics were provided by the pt's general practitioner. Pt was recovered.